Manufacturer narrative:
(B)(4). Updated: b4, b5, d2, g3, h1, h2, h6, h11. Proposed annex g code: mechanical (g04) - head. It was further reported the patient ruptured their rotator cuff with an anatomical shoulder insitu. Due to this, the patient developed instability and the surgeon subsequently converted to a reverse shoulder replacement. Therefore, this is not device related. The rotator cuff is a group of muscles and tendons that surround the shoulder joint, keeping the head of the humerus firmly within the shallow socket of the shoulder. Rotator cuff injuries occur most often in people who repeatedly perform overhead motions or experience any sort of trauma to the shoulder. Degenerative tears can also occur because of gradual wearing down of the tendon. This degeneration naturally occurs as we age. Factors that lead to degenerative tears include repetitive stress, lack of blood supply, bone spurs, and increased age. Common symptoms of a rotator cuff tear include pain at rest or with activity, weakness, and crepitus. Typically, an anatomic shoulder is performed when the rotator cuff is stable and intact, and a reverse shoulder is performed for an insufficient rotator cuff.

Event description:
It was further reported the patient ruptured their rotator cuff with an anatomical shoulder insitu. Due to this, the patient developed instability and the surgeon subsequently converted to a reverse shoulder replacement. Therefore, this is not device related.

Manufacturer narrative:
(B)(4). G2: australia h3: the customer has not indicated whether the product will be returned to zimmer biomet for investigation or not. Once this information is obtained a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a shoulder arthroplasty on an unknown date. Subsequently, the patient was revised about a month ago due to instability. Attempts have been made and there is no further information at this time.